Event description:
Additional information: the reporter stated that the pump that was implanted in may resulted in two "baseball sized" swellings; one in the front at the pump site and another in the back that started immediately after the pump and catheter replacement. A physician did diagnostic tests to rule out infection in the patient's stomach and back. Another physician replaced the pump and catheter on (B)(6) 2012. The physician told the patient that he believed the catheter was not replaced in may, but rather that the catheter from february was just "straightened out." The reporter stated that the patient was "spasming so bad and screaming." The reporter stated that he "begged for the dosage to be increased" and that the physician titrated the medication up 100 per day until it was at 1500. The reporter stated that the patient was at the time walking but she was suffering from spasms while under the care of a previous physician. The reporter stated that the medication was being titrated up to 800. The reporter stated that the patient still had "knots" in her feet and legs due to the spasms that occurred while under the management of the previous physician.

Event description:
Following a pump replacement and catheter revision on (B)(6) 2012, the patient remained hospitalized; and was experiencing spasms. The pump was filled with 15 ml of lioresal (2000 mcg/ml) with a dose rate of 199.8 mcg/day. Post operatively the patient's lioresal dose was 200 mcg/day and had continued to be titrated up (200 mcg/day to 850 mcg/day). A therapeutic bolus was administered the week prior to (B)(6) 2012, and the patient seemed to respond. On (B)(6) 2012 the hcp aspirated at bedside 2.5 ml of drug/cerebrospinal fluid from the catheter access port (cap); and small bubbles in the tubing was noted. An additional dye study was being considered. An additional therapeutic bolus was also being considered in addition to flex programming. Device troubleshooting was ongoing and they suspected a partial catheter disconnect. A follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Catheter model/serial #: unk; implanted: 2012 (B)(6), explanted: unk; catheter model: 8731, serial# (B)(4), implanted: 2006 (B)(6), explanted: unk. (B)(4).

Manufacturer narrative:
Concomitant medical products: product ID 8731, serial# (B)(4), implanted: (B)(6) 2006, explanted: (B)(6) 2012, product type: catheter. Product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2012, product type: catheter. Product ID 8590-9, lot# n310732, implanted: (B)(6) 2012, explanted: (B)(6) 2012, product type: accessory. (B)(4).

Event description:
Additional information: during implant in (B)(6) of 2012, per this reporter, the catheter was put in incorrectly; they did not put enough catheter in and they pulled the old catheter out of the patient's spine, so that it was leaking spinal fluid and baclofen. The patient experienced baclofen withdrawal due to the dose decrease following the surgery. In june, the pump and catheter were replaced. Following the pump and catheter replacement, the patient was doing good; they were going to titrate to keep up with the patient's disease.

Manufacturer narrative:
(B)(4).

Event description:
It was later reported that "they didn't do it right again" and the patient couldn't following the pump and catheter replacement. After the replacement, the medication was programmed to "150", so the patient was in baclofen withdrawal. Her normal dose was "568/day". The following day, the hcp had to titrate it back up. The hcp reportedly had to "smuggle her out&#55311;f the hospital and get the patient to her original hcp. During the third operation, "they did it right" it was also noted that the pump was titrated 4 times her normal daily dose. However, it was unclear when this occurred. The pump never alarmed during any of this time. It was also reported that the patient got a one piece catheter but it was supposed to be a two piece catheter. However, it was unclear when this occurred. This is why the patient went into spasticity so fast. Please see manufacturer report # 3007566237-2012-00479 for information regarding previous pump replacement.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
After pump and catheter replacement surgery (see regulatory report # 3004209178-2012-04338) on (B)(6) 2012-, the patient had a grapefruit size knot on their back, when the balcofen was turned up to 3000mcg/day and the patient was still having spasticity. The patient had a third operation and the pump and catheter was changed by another physician.

Event description:
Additional information: a hcp indicated the cause of the event was "unknown" in regards to the pump or catheter; and not due to drug effects or programming. The patient had swelling in the area of their incisions. The event was indicated as "serious injury/illness, ongoing". It was further indicated that the patient needed revision/interrogation of system in the or.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was stated they needed to go back to the hospital. It was stated the patient had a ¿grapefruit sized knot¿ in their back, as well as their stomach and around the pump that was leaking. It was stated that 2 days after the operation on (B)(6) 2012-05-15 the patient had to call 911 and was ¿screaming hysterically, dying.¿ it was reported during the third surgery there was too much pressure, and they ¿put a knife to the patient and it shot through and hit the ceiling. Refer to manufacturer report # 3004209178-2012-04338 for information about the catheter fracture and first revision, and manufacturer report # 3007566237-2012-00479 for information about the motor stall and withdrawal.